Event description:
It was reported that prograsp forceps instrument splintered. This was discovered prior to a surgical procedure and removed from use. At this time, the account has not reported an incident of particulate coming off of an instrument during a procedure. No additional information was provided. The following medwatch reports were created for instrument and cannula accessories related complaints from the same account. MFR. Report #2955842-2007-00014; MFR. Report #2955842-2007-00015; MFR. Report # 2955842-2007-00016; MFR. Report # 2955842-2007-00017; MFR. Report #2955842-2007-00018, MFR. Report # 2955842-2007-00019, MFR. Report #2955842-2007-00020, MFR. Report #2955842-2007-00021; MFR. Report #2955842-2007-00022; MFR. Report #2955842-2007-00023.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the distal end of the main tube has a few deep scratches. Per the customer reported complaint, it was determined that the failure mode is not consistent with the use of a potentially defective cannula accessory.